Event description:
The customer reported that at "power up" of the unit, the unit displayed an "electrical test failure #52" message. The pt was switched to another unit and therapy was initiated. No pt injury was reported.